Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 4 failed due to the faulty latch assembly. A field service engineer replaced the faulty latch assembly to resolve the issue. Subsequently, all doors underwent testing, and the microswitches were thoroughly cleaned with a copper brush to eliminate any debris, ensuring a proper connection. The hardware was then rebooted and successfully restored to functionality. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a tower door 4 failure. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.